Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable malfunctions (static image, no image, e216(scope communication error), b30(scope communication error), ID function malfunction) occurred due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (ic (integrated circuit) chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The event can be prevented by following the instructions for use (IFU) which state: "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system in the operation manual. [Inspection of the endoscope] confirm that the wli (white light imaging) and nbi (narrow band imaging) endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flex deflectable videoscope's screen turned into a sandstorm during preparation for a therapeutic laparoscopic colectomy. The intended procedure was completed with another device, and there was no report of patient harm.

Manufacturer narrative:
E1) establishment name: (B)(6). (Noting due to character limit). The device was returned to olympus for evaluation and the reported event was not confirmed. However, other evaluation findings are as follows: due to damage on the charged coupled device unit, the image was not displayed, an e216 and b30 scope communication errors occurred; there was no scope ID data; the adhesive on the bending section cover was chipped; and the label on the light guide connector was peeled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.